Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A label review of product code (B)(4) was conducted and the label was found to contain the appropriate directions, cautions, and notes. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported to baxter, an unknown quantity of clearlink system duo-vent continu-flo solution sets in which the facility is having problems getting the air out of the sets. According to the report, the nurses are getting the air out of the sets and can not get them to prime properly. The facility uses sigma pumps; however, no complaint was reported for the sigma pumps. The condition was identified during priming before patient use. There was no patient injury or medical intervention associated with these events. No additional information is available.